Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The olympus field service engineer (fse) performed an on-site visit to the facility. The fse inspected the unit and confirmed the problem. After replacing the processor, the image returned, but after moving the cable, the image disappeared again. The fse reported that the processor was in working order and that a faulty cable was responsible for the issues. The issues were resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image disappeared due to video cable failure. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during morning power up. Intended procedure was completed with a similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center does not transmit the image. There were no reports of patient harm.